Event description:
Additional information received reported that the physician discussed the issue with the representative and the rebooting issue had not been resolved. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4)

Event description:
The patient reported that they had a battery change out. The patient did not use the therapy because they did not have pain. The patient did not recharge the implantable neurostimulator (ins), the doctor could not reboot the ins. The patient had a mass in the vocal cords laryngeal adema swollen nose and throat, speech therapy was needed, and it was noted that possible trauma done to the brain which caused the issue. The patient had a head and neck MRI ordered for the aforementioned issue. Other relevant medical history includes spinal pain. The event was in (B)(6) 2015. The outcome to the battery change out was not noted. If additional information is received, a follow-up report will be sent.